Event description:
During total knee case: dime-size burn to left mid-anterior thigh (operative leg). It is thought that the electrosurgical pencil was laid on the pt and accidentally leaned on during the case. The audio tone indicating the esu pencil is active was at 75% of maximum. When increased to full volume, the tone was barely audible over the noise of the laminar flow hood and the air hood system used by the surgical crew.